Manufacturer narrative:
One extension set was returned for review. No lot number was provided. Functional testing confirmed leakage where the tubing and connector attach. This product is purchased from a supplier, but without the lot number, a thorough evaluation by the supplier is not possible. Therefore, a probable root cause cannot be established. It cannot be determined if there was an error in the assembly of the device, or if damage occurred during the packaging or shipping of the product, or if the problem was due to an event in the user environment.

Event description:
Please place lot on hold for further investigation.

Event description:
Please place lot on hold for further investigation.

Manufacturer narrative:
The sample was returned and the investigation is in progress. A final report will be submitted once the investigation has been completed.

Manufacturer narrative:
Sample expected to return for evaluation.

Event description:
Microbore extension set was leaking where the tube and connector meet.